Manufacturer narrative:
(B)(4).

Event description:
A endurant bifurcated abdominal stent graft system was implanted in a patient for the endovascular treatment of a 3.0 cm iliac aneurysm. Vessel morphology was reported as aortic neck diameter of 22 -23 mm over a 2.5 cm length; 90 degree aortic neck angulation. It was reported that the physician decided to place the abdominal bifurcated device to treat the 3.0 cm iliac aneurysm. After implantation, there was a proximal type I endoleak. It was reported that five years post index procedure the patient was treated with an endurant 28 mm cuff was implanted to treat the proximal type I endoleak. The physician thought there might be a type IV endoleak; however three days later the physician stated that there is still type 1a endoleak. The physician stated no further intervention was planned. No additional clinical sequelae were reported and the patient is fine.